Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fingerprint prompt appeared late after ID entry on all stations. The technical support specialist (tss) logged into the station as cfnadmin and followed the steps in the knowledge article station shows slow network communications - win10 devices to modify the network adapter settings. The lan adapter was configured to 100 mbps half duplex, which briefly interrupted the bomgar session but reconnected successfully. After re-establishing the connection, validation was performed, and customer confirmed that login speed had improved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower was taking a long time to log in. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, the system was taking a long time to log in. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.